Event description:
It was reported the patient is not receiving effective stimulation. She stated she has been reprogrammed multiple times but the stimulation coverage has never relieved her pain. She reported she continues to charge the system once a month despite not using the system. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.